Event description:
Affiliate reported the shunt was not able to re-program four months after it was implanted. Since the patient was asymptomatic, the surgeon decided not to do anything. A few years later, the shunt needed a pressure change; therefore, the surgeon decided to revise the shunt.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.